Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was confirmed. However, the cause of the image noise was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device evaluated by 3rd party service provider.

Event description:
It was reported that the image from the camera head displayed a noisy image. The issue occurred during inspection for use with no patient or procedure involvement. There was no patient or user harm reported. The device was evaluated, and it was found that the rear cable was disconnected, and the image was black with noise. This report is being submitted for the malfunction found during the device evaluation.